Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Wear and tear damage to drain fitting, enclosure, front cover, pole clamp, and line cord. Filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The technician confirmed the reported problem. The root cause of the reported issue was found to be the water tank cover was leaking. The technician replaced the water tank cover.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking. There were no reported adverse events.